Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR numbers 1225714-2014-00869 and 1225714-2014-00870.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs #1225714-2014-00869 and 1225714-2014-00870. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info received noted that the pt experienced multi-system organ failure causing the pt to expire. This event is alleged to have been caused by the product administered for dialysis treatment.